Event description:
It was initially reported that the patient was scheduled for a prophylactic generator replacement. Later, prior to the surgery, it was discovered that high lead impedance was observed. During the surgery the generator was replaced, which did not resolved the high lead impedance, so the surgeon elected to reschedule a full revision for a later date. At this time it is expected that the patient will have the lead and generator replaced. It is unclear as to what may have caused the likely lead fracture. The patient is known to have seizures so it is unclear if this may have caused the event. There was no known lead impedance prior to the revision surgery as the physician indicated that they regularly perform diagnostics. No specifics were made available. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 334 mg/dl and 134 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.